Event description:
The manufacturer received information alleging a ventilator service required error was discovered in the event log of a trilogy ev300 device. There was no patient harm or injury reported with this notification. The device was not reported to be in patient use. The error indicates that the internal or detachable li-ion battery is not charging due to a hardware fault for greater than or equal to 1 minute. The technician recommended replacing the device's system board and power supply were replaced to address the issue.